Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent event on 17-feb-2026.bent cannula led to occlusion . The event occurred within three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for one and half day. The blood glucose level was high, and the patient was treated with correction injection via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.